Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/15/2020. A manufacturing record evaluation was performed for the finished device lot number am7434, and no non conformances / manufacturing irregularities were identified. Additional h3 investigation summary: it was reported that the suture broke during knotting in unknown surgery. A used needle/suture piece of product code w9937, lot # am7434 were received for evaluation. During the visual inspection of the sample, the suture present body fluids due to use and a knot near of the suture end could be observed. The suture end was noted with broken due to stress applied on the strand that appear to be by use. The product code jv587 contains an absorbable suture and the time of exposure of suture to the environment could not be determined. Due to condition of the sample received no functional test could be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The following information was requested but was unavailable: it was reported that the suture broke during knotting in unknown surgery please clarify: what tissue was being approximated or sutured when it broke? Procedure name and date? Event date? Device return status/follow up? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information was requested.